Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensed. High shock impedance measurements was also noted. An x-ray was performed and it was noted that the s-ICD system migrated. The s-ICD therapy was turned off to troubleshooting. Troubleshooting options were performed and the s-ICD was reprogrammed. Currently, this product remains in service and no additional adverse patient effects were reported.